Manufacturer narrative:
(B)(4). Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reported that the drive support cap appears normal. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.